Event description:
A hospital intensive care unit reported, that they obtained erroneous results when testing a patient's blood glucose levels using an I-stat-1 and precision pcx test strips. The samples tested were taken at the same time, with a whole blood sample being tested on the I-stat-1 with the precision pcx test strips and the same sample being put into a sodium fluoride tube and tested on the hitachi laboratory machine. The glucose result the hospital cited was 12.4 mmol/l on the I-stat-1 and 6.8 mmol/l on the hitachi. The hospital submitted a record of the testing performed on the pt two days in 2007. This data (8 tests) were plotted on the parkes error grid and it was determined that seven values fell in the "a" and "b" zones and one value fell in the "c" zone. The "c" zone value would be deemed clinically significant. There was no indication from the complaint information to indicate the pt had suffered a medical incident or had been mistreated as a consequence of the results obtained with the I-stat-1 and precision pcx test strips.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on returned meter. Hospital reported that there was no report of death, serious injury or mistreatment.